Event description:
It was reported that patient reported to doctor approximately two months ago that his prosthesis had stopped working. Pump would not refill when pressed and cylinders would not inflate, indicating fluid loss in system. Doctor noted break in tubing directly above the pump. Reservoir checked and still working. Pump and cylinders were replaced with an 18 cm cx device. No patient complications related to device.